Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Device in wrong position (positioning issue) cause was determined to be an unintentional use error as the pump was pulled out of position by the patient.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella device. Approximately two after start of the support, the patient removed the impella. The cardiologists do not want to insert a new impella for the time being because the patient appeared stable. There was no report or indication of adverse effects as a result of this event.